Event description:
Medtronic received information that during use of this bio-medicus cannula the cannula tip had a crack. The cannula was swapped out with a replacement cannula and there is no adverse patient effect associated with this event. Additional information: the crack was noted when the physician attempted to insert the cannula into the patient. It was noted that the crack was not too big, but the cannula was not able to be inserted. There was no leak noted.

Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows evidence of a crack in the tip. Reason for return was confirmed. Conclusion: after analysis this complaint was determined to be a supplier-related issue. The cannula was sent to the supplier for an alysis and investigation. Visual inspection of the returned device did verify there is damage and appears to be a split or tear in the tip area of the cannula body. Additional inspection under the microscope did observe what appears to be a jagged angular cut/tear that is go across two of the holes in the tip. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from (B)(6) 2021 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. Medtronic will continue to monitor for future occurrences and trends this regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.